Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the vibration stopped when entering anything. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer also stated that the insulin pump did not vibrate during self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken red wire.